Event description:
Applied orajel protective mouth sore disc to a canker sore located at the underside/base of my tongue. The disc caused my tongue to adhere to the side of my mouth -behind front bottom teeth. When eating, the tongue pulled away from the disc which resulted in bleeding from tongue. When attempting to remove the orajel product from the side of mouth, additional substantial bleeding occurred. Once the benzocaine wore off - approx. 1 hour later- the entire affected area- tongue and side of mouth-began throbbing with pain. Photographs identify the damage caused to the tongue when ripped away from the orajel product.